Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and performed a safety disk leak test. The measurement deviated more than the normal value. The fse replaced the safety disk and the iabp ran normally following replacement. The unit was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during pre-use test of the cs100 intra-aortic balloon pump (iabp) performed by the doctor, the iabp unit alarmed loop leakage; "leak in iab circuit alarm". There was no patient involvement, thus no adverse event was reported.